Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the catheter appeared intact. The guide wire was not received. Pmv performed functional testing which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. A test guide wire was used to check for occlusion. The guide wire was inserted into both lumen, no occlusion was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d6, d7, g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient had to return for a maintenance dialysis a day after a 23 cm catheter was successfully I mplanted through the internal jugular vein. It was noted that the venous pressure was increasing so flushing was done with saline to check the device's position (to check if the catheter was sticking to the vein/wall). However, it was found that the solution had leaked out from the branch tube (silicone part where the v-side clamp was located) so the physician was advised of the event. The doctor took a look at the issue and the process was stopped. It was said that the product was then removed and was replaced (change of route) with a short-term placement catheter (competitor's product) to continue with the treatment. Nevertheless, the condition (increase on venous pressure) did not improve so it was stated that a replacement with a long-term placement catheter was performed at a later date. It was mentioned that prior to the start of the procedure, irrigation (flushing) was done with saline on both the arterial and venous (extension tube) side and it was stated that there were no issues noted so the treatment was started. It was also reported that an initial dialysis was performed the day before (implantation day) without any problem. There was no reported patient in jury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient had to return for a maintenance dialysis a day after a 23 cm catheter was successfully implanted through the internal jugular vein. It was noted that the venous pressure was increasing so flushing was done with saline to check the device's position (to check if the catheter was sticking to the vein/wall). However, it was found that the solution had leaked out from the blue (vein) branch tube (silicone part where the v-side clamp was located) near the center of the tube so the physician was advised of the event. The doctor took a look at the issue and the process was stopped. It was said that the product was then removed and was replaced (change of route) with a short-term placement catheter (competitor's product) to continue with the treatment. It was treated with a non-cuff catheter which was placed in the internal jugular catheter vein as well. Nevertheless, the condition (increase on venous pressure) did not improve so it was stated that a replacement with a long-term placement catheter was performed at a later date and was reported to have been completed without issues. It was mentioned that prior to the start of the procedure, irrigation (flushing) was done with saline on both the arterial and venous (extension tube) side and it was stated that there were no issues noted so the treatment was started. It was also reported that an initial dialysis was performed the day before (implantation day) without any problem. No other medical intervention was given and the dialysis was performed as scheduled. The treatment was completed without any problem. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient had to return for maintenance dialysis a day after a 23cm catheter was successfully implanted through the internal jugular vein, it was noted that the venous pressure was increasing so flushing was done with saline to check the device's position (to check if the catheter was sticking to the vein/wall). However, it was found that the solution had leaked out from the branch tube and the process was stopped. Prior to the start of the procedure, irrigation (flushing) was done with saline on both the arterial and venous (extension tube) side and there were no issues noted so the treatment was started. A change of route (access) was performed to continue with the process. An initial dialysis was performed the day before (implantation day) without any problem. There was no reported patient injury.